Event description:
It was reported that customer received a button error alarm and was not able to clear. Customer's blood glucose was 141 mg/dl. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.